Event description:
The customer stated that her blood glucose was 311 mg/dl. The customer also stated that the insulin pump had been stopping the delivery of the boluses without giving any alarms. Reviewed the bolus history and found that all boluses were delivered. The customer did not want to troubleshoot at the time of the call, but also stated that she didn't feel the insulin pump was delivering insulin accurately. The customer stated that she would be calling later to troubleshoot. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.